Event description:
An unknown probe was used with the vulcan generator, handle of probe got overheated and burned the surgeon slightly. Additional information states the burn was slight and would not even call it 1st degree and the surgeon is ok.